Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that patient had unclear reaction to the ipg header disc. Symptom was itching after scs implant. It was also noted that patient's ipg site was tender to touch. The patient was prescribed with claritin.

Manufacturer narrative:
Correction to the fu #2. Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4)description: infinion cx 70 cm lead.

Event description:
A report was received that patient had unclear reaction to the ipg header disc. Symptom was itching after scs implant. It was also noted that patient's ipg site was tender to touch. The patient was prescribed with claritin.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: 3113401/3113402 description: infinion cx 70 cm lead.

Event description:
A report was received that patient had unclear reaction to the ipg header disc. Symptom was itching after scs implant. It was also noted that patient's ipg site was tender to touch. The patient was prescribed with claritin.

Event description:
A report was received that patient had unclear reaction to the ipg header disc. Symptom was itching after scs implant. It was also noted that patient's ipg site was tender to touch. The patient was prescribed with claritin.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies. Sc-2137-70 (B)(4) device evaluation indicated that the lead exhibited cable fractures in the proximal end (e7, e8). However, these contacts have not been utilized on stimulation setting. Sc-2137-70 (B)(4) device evaluation indicated that the lead exhibited cable fractures in the proximal ends (e7, e12, and e16). These contacts appeared to be utilized on stimulation setting, which could be the source of the ineffective therapy.

Event description:
A report was received that patient had unclear reaction to the ipg header disc. Symptom was itching after scs implant. It was also noted that patient's ipg site was tender to touch. The patient was prescribed with claritin.